Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis were not able to be performed. No relevant procedural videos, imagery or photographs were provided for evaluation. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. The complaint was not able to be confirmed, therefore, a complaint history review is not required. The instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The operator is instructed to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, push for can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, the operator is instructed to slightly pull back the sheath while advancing the delivery system 1-2cm. Delivery system removal: completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. During the manufacturing process, the delivery system undergoes multiple 100% visual inspections and testing. The delivery system components undergo multiple 100% visual and dimensional inspections. Additionally, product verification is performed on a sampling plan basis. These inspections during the manufacturing process and testing performed during the product verification make it unlikely that a defect in manufacturing contributed to the reported events. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was not able to be confirmed as the device was not returned and no related device photographs were provided for review. A review of lot history, DHR, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance contributed to the event. As no patient or procedural imagery was provided, a definitive root cause is unable to be determined at this point. However, as mentioned in medical records, ¿the valve could only be inflated about 60% due to a ¿micro¿ perforation of the commander balloon¿. It is possible that interactions with potential calcification found in the patient¿s access vessel may have damaged the balloon during the procedure. It is also possible that potential excessive manipulation of the device during valve alignment or tracking through the patient¿s anatomy may have led to delivery system damage and the reported leakage and inability to fully inflate the balloon. Due to the lack of imagery/patient information, the root cause of the reported event was not able to be determined. Since no product non-conformances, labeling or IFU/training manual deficiencies were identified, no corrective and preventative actions nor product risk assessment is required at this time.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed 2 pinhole leaks on the crimp balloon near the balloon shaft. No case imagery, videos or photographs were provided for review. Dimensional analysis of the crimp balloon wall thickness was performed. The crimp balloon wall thickness met specification, no relevant functional testing could be performed due to the condition of the returned devices. The complaint was confirmed through visual inspection. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other related complaints. The instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The operator is instructed to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, push for can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, the operator is instructed to slightly pull back the sheath while advancing the delivery system 1-2cm. Delivery system removal: completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. During the manufacturing process, the delivery system components undergo multiple 100% inspections. During final inspection, the entire device undergoes 100% distal to proximal visual inspection. Additionally, functional and tensile product verification (pv) testing is performed on a sampling basis. The lot passed pv testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the condition of the returned device. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. As no patient or procedural imagery was provided, a definitive root cause is unable to be determined at this point. However, as mentioned in medical records, 'the valve could only be inflated about 60% due to a 'micro' perforation of the commander balloon'. It is possible that interactions with potential calcification found in the patient's access vessel may have damaged the balloon during the procedure. It is also possible that potential excessive manipulation of the device during valve alignment or tracking through the patient's anatomy may have led to delivery system damage and the reported leakage and inability to fully inflate the balloon. Due to the lack of imagery/patient information, a definitive root cause for the reported case event was not able to be determined at this time. No labeling inadequacies and no manufacturing nonconformances were identified during the evaluation. A definitive root cause was unable to be determined. Since no product non-conformances, labeling or IFU/training manual deficiencies were identified, no corrective and preventative actions nor product risk assessment (pra) is required at this time. Control limits are managed and assessed on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, during the deployment of a 20mm sapien 3 valve, the valve could only be inflated approximately 60%. The valve was stable, and the commander delivery system was withdrawn. Upon withdrawal of the delivery system, blood was observed in the inflation syringe due to a ¿micro¿ perforation on the delivery system balloon. A new delivery system was prepared and used to fully deploy the valve. No consequences to the patient were reported. At the time of the report, the patient was ¿doing great¿, awake and talking. The valve remains implanted in the patient.